Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level was 500 mg/dl and then immediately dropped to 43 mg/dl without getting any treatment. Customer was using insulin pump system within 48 hours of reported event. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.